Manufacturer narrative:
This report is filed (B)(6) 2016. Device not returned to the manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to ossification of the cochlea. The patient was reimplanted with an new device during the same surgery.